Event description:
Female pt died while on treatment with prismaflex. The pt started on the treatment at 11:07 am on jan 24, 2006. An m60 filter set was used for the treatment. The pt's access was a 7 french femoral catheter. The therapy continued for 2 hrs without incident (no alarm). The pt was also on extracorporeal membrane oxygenation (emco) for cardiorespiratory life support. The staff was in the process of taking the pt off the emco system when she arrested. The prismaflex was stopped and medication was delivered through the femoral catheter. The pt's blood pressure began to drop and she was completely disconnected from the circuit. The staff were unable to resuscitate the pt. Pt history included hypoplastic left heart. In the opinion of the clinicians present during the event, the machine did not contribute to the pt's death.